Event description:
In 2009, the patient reported that beginning yesterday she has had elevated blood glucose readings in the 300 mg/dl range. Symptoms are dry mouth. She said that yesterday evening her reading was in the 300 mg/dl range and she bolused 6 units of insulin via her infusion device. She said this morning her readings continue to be in the 300 mg/dl range. She has not bolused any insulin today. She stated she is new to insulin pump therapy and has only used her device for not quite 2 weeks. During troubleshooting, she stated her insulin was cloudy but that is normal. She was instructed to disconnect the tubing from her infusion headset and prime, but she said she could not do so as she cannot use her right hand. She will call back this evening when she has someone to help her. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.